Event description:
It was reported that on (B)(6) 2012, the patient underwent stenting of the right coronary artery (rca) with a 3.5x12 mm xience v stent. On (B)(6) 2012, the patient was rehospitalized with symptoms of dyspnea and was diagnosed with a proximal in-stent thrombosis of the xience v stent in the rca. Pre-dilatation was performed with 2.0x14 mm non-abbott balloon catheter at 14 atmospheres. A 3.0x18 mm xience prime stent was deployed at 16 atmospheres overlapping the proximal end of the xience v stent where the thrombosis was located. Post-dilatation of the stents was performed with a non-abbott nc balloon at 16 atmospheres, which resulted in a perforation of the vessel where the stents were overlapping. The patient experienced a total block and required CPR for resuscitation. The perforation was treated with a 3.5x16 mm graftmaster stent successfully and pericardiocentesis was performed. An intraaortic balloon pump was placed to stabilize the patient and the patient was transferred to the intensive care unit. The patient expired sometime post procedure. No additional information was provided.

Event description:
Subsequent to previously filed medwatch, new information received states that the cause of death could not be confirmed.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dyspnea, thrombosis, perforation, and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation cath: 2.0 x 15 mm sprinter (medtronic), stent: 3.0 x 18 mm rx xience prime. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The 3.0 x 18 mm rx xience prime stent mentioned is being filed under a separate manufacturer report number.